Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other relevant device includes: brand name: evolut pro transcatheter aortic valve; product ID: evolutpro-26-us (serial: (B)(6)); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Other medical products in use during the event include: product ID: l-envpro-16-us (lot: 0012275366); product type: 0195-heart valves; implant date: non-implantable device. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutpro-26 valve, the patient's blood pressure did not rise when the valve was placed in the functional position, and the patient's heart stopped beating. Subsequently, cardiopulmonary resuscitation was performed immediately. The implanting physician believed that the valve was not working, so it was withdrawn and replaced with a new one, which was implanted successfully. Upon review following the procedure, it was noted that the cardiac arrest was likely caused by the patient's own poor heart function, and was unrelated to the medtronic products.